Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer performed a system check and found that the tubing and cartridge were functioning as expected; however, after reconnecting the same site, the occlusion did not reoccur. As the occlusion alarm had occurred in the past, tandem technical support was unable to determine the possible cause of the occlusion.